Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. Also, the physician had observed that the patient ejection fraction (ef) was not improving. Hence, the physician wanted a different lead to improve the ef. The lead was then explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold. Also, the physician had observed that the patient ejection fraction (ef) was not improving. Hence, the physician wanted a different lead to improve the ef. The lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.